Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited a pacing problem. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.